Event description:
It was reported that the pt experienced a loss of therapeutic effect. She "rejected it". The "antenna moved onto a muscle or nerve". The pt was at home in good condition. The healthcare provider confirmed that the pt experienced pain. The neurostimulator's position was revised due to the discomfort it caused. No surgical complications were reported.